Event description:
The customer reported to olympus, the visera elite video system center had e315 scope communication error. The issue was found during a urology surgical procedure (turbt). Though it was reported that the procedure was prolonged for an unknown amount of time, there was no impact to patient's health. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of an e315 error was not able to be reproduced, however, device evaluation found a worn out video connector latch causing poor connection with the pigtails.  Additionally, evaluation found minor dents and minor scratches on the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5, as the information in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, according to the instruction manual for the subject device, e315 identifies a scope error for unsupported scope. However, since the phenomenon was not reproduced during evaluation a specific cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed that the procedure is therapeutic.